Manufacturer narrative:
Investigation report attached is on retained samples by manufacturer only.

Event description:
Numerous instances of safety device failing (failing to clip, failing to retract), no injuries are reported at this time. Facility has been trained and has been using the safetouch ii needles for over 5 years. No additional information provided.

Event description:
Numerous instances of safety device failing (failing to clip, failing to retract), no injuries are reported at this time. Facility has been trained and has been using the safetouch ii needles for over 5 years. No additional information provided.

Manufacturer narrative:
Investigation report attached is on retained samples by manufacturer only. (B)(6) 2021: we attempted multiple times to try to obtain samples from the customer. On (B)(6) 2021, the customer returned samples to our factory for investigation, lot number was not identified, samples were not used on patients. See attached report.

Event description:
Numerous instances of safety device failing (failing to clip, failing to retract), no injuries are reported at this time. Facility has been trained and has been using the safetouch ii needles for over 5 years. No additional information provided.